Manufacturer narrative:
Investigation results: DHR review for batch 5088526 (p/n 305060): manufacturing dates: 04/09/2015 to 04/10/2015. Batch quantity was (B)(4). Batch assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5088526 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA is not required as no defects were confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported medication is leaking out of the mixing bd¿ luer-lok¿ blunt fill needle. In addition, air is getting into the syringe. Reported during use. No serious injury or medical intervention noted.